Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) on home choice (hc) device during use during dwell 3. The baxter technical representative (tsr) explained the alarm and assisted the home patient (hp) to cycle the hc and received se 2367 (end therapy). The tsr advised the hp to use manual bags to complete therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the reported issue was not confirmed. The cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.